Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed good condition with no appearance of any physical damaged. Customers reported issue was duplicated during power-up. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced main board. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that auxiliary control unit watchdog and malfunction event occurred. No patient injury reported.